Event description:
It was later reported that the serial number and implant date for the pump were provided and the length of catheter implanted was 54 cm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased spasticity and underdose symptoms. The patient¿s mother noticed an increase in spasticity when dressing the patient. The mother contacted the hospital and the patient was brought in to be seen. The consultant was away and the staff got a pain nurse to set the pump to minimum rate. A dye study was performed and flow through the catheter was satisfactory. The pump was emptied and refilled with a new batch of baclofen. It was recommended to begin the pump at normal dose. A priming bolus was performed which took over 4 hours and oral baclofen was substituted in the interim as well as a dose of diazepam. The patient¿s mother noted that later that night the patient appeared ¿floppy and drowsy¿. The pump was again set to and left at minimum rate until the consultant returned from leave on (B)(6) 2014. The patient was responsive and alert following the drowsy episode. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the priming bolus was performed because prior to injecting any dye the consultant withdrew 5ml of fluid from the catheter to ensure that he had flow. When the refill was done the catheter needed to be primed. There were no indication of device malfunction and no further troubleshooting was performed. The cause of the event remained unknown. At the time of the report the patient was doing fine and the dose was gradually being increased. The patient¿s neurologist was back from leave and was trying to ascertain the reason for the spasticity. It was later reported that the pain nurse felt there was a combination of the patient having received a priming bolus, an oral dose of baclofen and also a dose of diazepam. The consultants agreed that there was potentially a peak of all doses occurring at the same time which may have been the cause of the patient¿s drowsiness and ¿floppiness.¿